Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera control unit experienced error communication 226 during service maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color bars appeared on the image. Rust on receptacle terminal pins. A root cause could not be identified. Based on the results of the investigation: the error code e226 is cause failure of the rx (receiver) module. The color bars in the image is caused by failure of the rx module. For the rust on receptacle terminal pins, root cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.